Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the endoscope image was flipped vertically, and it was resolved by reseating the endoscope. The tse advised the customer on how to disable the guided tool change (gtc) and perform if the issue reoccurred. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. It was confirmed with the clinical sales representative (csr) there was no additional information to provide.